Event description:
It was reported that at the time of the routine replacement of the pacemaker noise was observed on the right ventricular (rv) lead. Additional information received indicated that the pacemaker alerted due to low rv amplitude. Review of stored electrograms showed the low amplitude to be due to frequent oversensing of rv lead noise. Review of the rv lead was recommended. No adverse patient effects were reported.